Event description:
It was reported that a circular piece inside handpiece came loose during cleaning process. No case involved. The results of investigation show that the snaplock assembly is broken; therefore, this is a reportable malfunction.

Manufacturer narrative:
H10 h3, h6: the navio handpiece, intended for use in treatment, had a circular piece come loose during cleaning process on (B)(6) 2015. The device was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock assembly was broken apart, with the plunger holder and plungers found missing. The laser welds holding the plunger holder to the drill carrier and the plunger holder to the snap lock were both broken. Additionally, the distal tip of the drill guide support is scratched and bent inwards. This evidence indicates that it is most likely that the drill and handpiece became stuck together (due to insufficient lubrication prior to sterilization) and when the central processing department went to disassemble the two, they were unable to. A mallet (or similar device) could have been used to hit the end of the long attachment to try and separate the two parts. The impact caused the snap lock to break free of its weld and allow the parts to be disassembled easily. A device history record review found the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports. The root cause of this issue was found to be user error use.